Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that there was a "loss of tension" being experienced in the device and "would not release the aneurysm clip during surgery." There was a five minute delay in surgery to remove the clip and place it onto a new applier. The new applier was no malleable. The outcome of the surgery was good; clipped the aneurysm without a problem. There were no injuries or medical intervention reported. There was no additional information provided.